Event description:
Pt initial:(B)(6). Date of awareness: 03/15/2023. Provider rems ID: (B)(4). Reporter: provider. Hospitalization start date: na; hospitalization end date: na. Causality: unk. A 45 y/o female on ambrisentan, tadalafil and treprostinil for pulmonary htn. Upon routine chart review, provider noted pt at emergency department (B)(6) 2023 for discharge under her central line dressing likely due to allergic reaction. The wound was cleaned with chlorhexidine and a wound culture was sent to lab. No expression of purulence from the wound site, very much doubt line infection, dressing changed and pt discharged home in stable condition. Ref report: mw5115798.